Event description:
It was reported that the patient presented in clinic for a follow-up. A chest x-ray revealed that the right ventricular lead had dislodged. Interrogation revealed that the lead exhibited high capture threshold and r-wave sensing variation. The lead was repositioned on (B)(6) 2021. The patient was stable.